Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Customer called and stated that the seat upholstery is tearing down the side where the screws go into the crossbraces.